Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, nor the type of material; however, based on the results of the investigation, the probable cause of the "foreign material in air/water channel and cylinder" malfunctions would likely be related to the reprocessing that could not be conducted properly due to leakage at biopsy channel. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the air/water tube and cylinder of the gastrointestinal videoscope had a white foreign material. There was no patient involvement.